Event description:
It was reported that patient underwent left total hip arthroplasty in 1999. Subsequently, excisional debridement was performed in 2009, and the acetabular liner was removed and replaced.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event, therefore this is not a complaint. The device history record review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.